Event description:
Constantly showing install set and check air.

Event description:
Constantly showing install set and check air. The device was received in lake zurich for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, several air alarms were found but data's are insufficient to confirm the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Several functional tests were carried out and although most of them passed, test 14, related to air detection failed due to a defective air sensor. Note : during ocs test, the clamp motor was found abnormally noisy, so it was replaced as a measure of precaution but this is not linked to the reported event. The defective air sensor was then sent to brézins for further investigation. After a visual check the spare part was mounted in our volumat test device. Functional tests were carried out and performed as expected, no technical alarm was triggered. The reported event could not be reproduced. However, in the maintenance menu it was noticed that the value of the detector with water was beyond the average value although the frequency remained stable. This instability can trigger a random air alarm. Therefore, the reported event is confirmed due to a defective air sensor which caused a drift in the valve of the ultrasonic sensors.